Event description:
The customer contacted physio-control to report that their device had the service indicator led on, had logged multiple event codes into its memory, and would not deliver defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a filter, designator fl4 on the therapy pcb assembly, being physically damaged and being open. This filter, designator fl4 being open, caused the device to log multiple event codes into its memory, to have no defibrillation output and to display the message 'abnormal energy delivery'.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the therapy pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.